Event description:
The patient was revised because of osteolysis, poly wear and loosening of the glenoid.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the part and lot numbers required to review the device history records and complaint database for the revision surgery were not provided. The eccentric head was removed due to the conversation with a depuy warsaw product development engineer. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional information be received, the investigation will be reopened.